Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose a-t device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the physician went to pull back on the suture on the perclose device the suture snapped. The device was removed. A second perclose a-t device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no add'l info was provided.